Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements that was detected via the patient's remote home monitoring system. Additional information obtained from the field representative indicated that the physician had decided to continue monitoring the patient. The source of high out-of-range pacing impedance was not determined. This system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead still exhibited high, out-of-range pacing lead impedance measurement that were detected via the patient's remote home monitoring system. This has been an ongoing issue. No further interventions were performed at this time and the patient is continuously monitored. No adverse patient effects were reported

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.